Manufacturer narrative:
Telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit displayed a "rapid gas leak" error message. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected data: h6 (health effect ¿ impact codes) additional contact information: event site postal code - (B)(6) it was reported before use that the cs300 intra-aortic balloon pump (iabp) unit displayed a "rapid gas leak" error message. There was no patient involvement and no patient harm or injury reported. A getinge field service engineer evaluated and stated that the issue was a user error, due to the doctor not knowing how to use the device. He stated that the unit has no problems and is functioning ok. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) unit displayed a "rapid gas leak" error message. There was a no patient involvement and there was no adverse event reported.